Event description:
Report that patient "died last week or week and half following surgery." Follow up finding: per the implanting surgeon, the patient died of a pulmonary embolism the day after surgery. The physician stated this was not a device related event, but was a surgical complication with the patient's weight a contributing factor. No autopsy was performed and the device remains in the patient. The surgeon does not believe that this death is related to the lap-band system. This event is being reported because inamed's appproach to compliance is to resolve all doubt in favor of reporting